Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient felt sick, vomited with body shakes, and experienced undesired stimulation. It was also reported that paddle lead backed out of the epidural space. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was kept by the medical facility.